Event description:
Impax epinephrine injection. Usp auto-injector 0.15 mg an authorized generic of adrenaclick does not have an expiration date on the epipens. It only has an expiration date on the package. The package is provided to the pharmacy unsealed giving no reassurance that the medication is not expired.